Event description:
Reportedly, during implantation attempt and after screwing the electrode in the myocardial tissue, the electrode tests via psa measurement were performed // result: sensitivity normal, threshold normal, high impedance > 2000 ohm. After performing the test the electrode was placed in another myocardial tissue area: // result: sensitivity normal, threshold normal, high impedance > 2000 ohm / afterwards electrode was removed and another vega r58 electrode was implanted // result: all psa tests were in normal range.

Event description:
Reportedly, during implantation attempt and after screwing the electrode in the myocardial tissue, the electrode tests via psa measurement were performed // result: sensitivity normal, threshold normal, high impedance > 2000 ohm. After performing the test the electrode was placed in another myocardial tissue area: // result: sensitivity normal, threshold normal, high impedance > 2000 ohm / afterwards electrode was removed and another vega r58 electrode was implanted // result: all psa tests were in normal range.

Manufacturer narrative:
Summary of the investigation: the manufacturing process was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. The screw mechanism and the screw length were within the specification. The standard electrical measurements were within specification, and they did not reveal any electrical contact (loss of capture or high intermittency) between the two lines that could explained the reported electrical issues. Deeper tests were performed to measure the impedance in dry and wet conditions. These tests did not reveal any abnormal impedance values or current leakage between the conductor lines (either at the distal or proximal level). The reported electrical issues may most probably be attributed to the target site(s) or to the patient physiology or to the screwing of the lead in the cavity. Based on the available data and the investigation results a lead issue is not suspected to be related to the reported issues. This case is retained and utilized for trending purposes. For more details, please refer to the attached report analysis.